Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. An air detected in cassette warning occurred in drain 1 of 4. The warning occurred multiple times. The treatment was cancelled, and fluid was discovered inside the cassette door and on the external of the cassette. Fluid was discovered in the pump module area. In a follow up, the nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and resumed use with no further issues. The patient was able to finish treatment manually.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: a.4.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. An air detected in cassette warning occurred in drain 1 of 4. The warning occurred multiple times. The treatment was cancelled, and fluid was discovered inside the cassette door and on the external of the cassette. Fluid was discovered in the pump module area. In a follow up, the nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and resumed use with no further issues. The patient was able to finish treatment manually.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. An air detected in cassette warning occurred in drain 1 of 4. The warning occurred multiple times. The treatment was cancelled, and fluid was discovered inside the cassette door and on the external of the cassette. Fluid was discovered in the pump module area. In a follow up, the nurse said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry out and resumed use with no further issues. The patient was able to finish treatment manually.